Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v008817, implanted: (B)(6) 2006, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative reported that during the first lead removal attempt by the implanting physician on (B)(6) 2008, both leads broke at the level of the radiopaque marker on the lead. This was a failed removal attempt. They were questioning if this was a "weak patient." The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.